Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the material end of the needle developed a hook which got stuck in the patients face and was unable to pass through. The hook was eventually released and remained intact but misshapen. The suture was being used to fine suture a face and was not being used on skin that would cause the needle to buckle.